Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the sheath was being placed into the patient's right internal jugular in the specials department. During insertion, the physician was placing the cannon catheter and peeling away the sheath when the valve became detached. As a result, the catheter was left in place and sheath was completely removed. There was no delay in treatment and no patient death or complications reported.